Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed critical block and inverse critical block did not add to zero. The customer¿s blood glucose level was 9.5 mmol/ l at the time of the incident. It was reported that the pump had alarmed several times no delivery during basal and bolus. The patient replaced set 3 times and changed each time the insertion site. One of the cannulas was slightly bent. They performed displacement verification test and pump did not alarm no delivery. Patient told that pump had alarmed the critical block and inverse critical block did not add to zero a couple of weeks ago. The patient was advised that if pump alarms again then the pump will have to be replaced. The insulin pump will not be returned for analysis.